Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified unspecified location. The 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation and was initially inflated at unspecified atmospheres however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the wire lumen. Magnified inspection of the balloon profile did not reveal any damage or irregularities. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified unspecified location. The 2.00mm x 15mm emerge balloon catheter was advanced for dilatation and was initially inflated at unspecified atmospheres however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).